Event description:
Procedure: gastrectomy. Patient sex: unk. According to the reporter: the staple line did not hold over 5cm, this happened with the second sulu used. There was utilization of a second suture to repair the staple line. There was a longer operating time by one hour.